Event description:
It was reported that a pump did not pass a flow rate accuracy test. The device was programmed to deliver 200 ml of fluid at 400ml/hr, however, it was observed that only 110ml of fluid was delivered. The customer stated that this test was performed twice, with the same results. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventative maintenance procedure and the device was found to deliver within specification. Additionally, occlusion tests were performed per the sigma preventative maintenance procedure with the unit passing.